Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 15, 2024.

Event description:
Per the clinic, the patient experienced skin breakdown, necrosis and mrsa infection at the implant site. The patient was treated with IV, oral and topical antibiotics (date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.